Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to the most distal stent strut; struts had been lifted and slightly deformed. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 200mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the target lesion and it was noted that the hypotube was broken 20cm from the hub, outside the patient¿s body. The procedure was completed with a different device. No patient complications nor injuries were reported.